Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A4: patient weight is not available. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code b20 - the device remains implanted in patient and couldn't be evaluated. Code c21 - the production history is under investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, a patient was implanted with a 13mm x 10cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat left brachiocephalic vein stenosis, improving and restoring its related vascular blood flow, thereby improving swollen hand syndrome. During the procedure, a 12f sheath was used for the femoral vein and a 0.035''x3m guidewire was inserted through the lesion. Vsx device was delivered and accurately positioned before deploying the stent. Vsx device was deployed by pulling the deployment line at a constant speed, but the deployment line was not completely released. The patient felt pain behind the back when pulling the deployment line with force. After communicating with the superior physician, it is recommended to suture and fix the residual thread deployment line in subcutaneous tissue, suture with 4-0 suture at the femoral vein puncture site, and apply local compression to stop bleeding. The procedure went smoothly, but the incident caused symptoms such as chills and fever in the patient. Blood routine, crp and other infection indicators will be rechecked, and blood samples should be taken to clarify whether there is infection. Lung CT and respiratory pathogen nucleic acid should be performed to screen for other infections; simultaneously empirically using piperacillin tazobactam for anti-infective treatment.

Manufacturer narrative:
H6: update code c19 - the manufacturing records were reviewed. The device lot met all pre-release specifications. Update code d1002 and d15 - the primary reported complaint of inability to release the vsx device deployment line could not be independently confirmed because there were no items returned for evaluation. The cause for the inability to release the deployment line complaint could not be established with the available information. According to the information provided, a procedural decision was made to ¿suture and fix the residual thread deployment line in subcutaneous tissue¿. Therefore, the cause of the reported vsx device deployment line fragments remaining in the patient was related to the procedure.